Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: during testing, the battery compartment was cracked and the keypad cover and contact buttons were missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and the keypad cover and contact buttons were missing. This report is made based on results of investigation completed on 16-jan-2018.